Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there was internal damage to the screen for this device. The device's lcd board and print circuit assembly would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.